Event description:
Crm received information that this recently implanted atrial lead was exhibiting increased thresholds and low sensing. It was determined that the lead was dislodged. The lead was successfully repositioned and the lead remains in service. Should additional information become available, this event would be updated.